Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and static. Reportedly, the customer was filling the cartridge with cold insulin. Tandem technical supported educated the customer that the pump should only be filled with room-temperature insulin. Customer loaded a new cartridge to resolve the issue/customer reloaded the cartridge to resolve the issue. There was no reported impact to the customer¿s blood glucose level.